Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient experienced endophthalmitis in the operated eye that was noted during the post-operative check-up. Additional information has been requested but not yet received. This is second product report associated with the reported event.

Manufacturer narrative:
Additional information was provided in sections h.6 and h.10. Complaint trending reviewed for the lot code provided and three similar complaints were found. There was no sample returned for evaluation. The chemical lab has tested the ph and osmo of a reference sample and the results are within specifications for the tested parameters. Batch records were reviewed and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during batch record review. As no manufacturing related issues were identified and no sample is available, a conclusive root cause could not be determined. All batches are released according to the required specifications. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).